Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016 .device evaluation: the device has been returned and evaluated by product analysis on 01/27/2016 with the following findings: during investigation, the pump was returned with the contract button responding intermittently and the down arrow button was inoperable while all other buttons responded properly. There was no physical damage on the keypad. The keypad was removed and there was moisture observed on all button contacts. Unrelated to the original complaint, the battery compartment was found to be cracked along the side and from the top traveling to the bumper.